Manufacturer narrative:
Vyaire complaint #: (B)(4). Additional information: g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab (fa lab) received the suspect component and performed a failure investigation. The fa lab was not able to duplicate the complaint reported by the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and replaced the gas delivery engine (gde) assembly. The fsr performed the extended systems test (est) and performance check, all passed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. The gde has been received and is currently awaiting investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the customer was experiencing problems with the fio2 cell on the avea ventilator. The customer advised there was no patient involvement associated with this event.